Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. Report source: foreign: netherlands. Diligence is in process to determine if the device will be returned to zimmer biomet for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately eight (8) years post-implantation due to a fractured femoral component. All components were revised and replaced with a competitor knee system. Due diligence is in progress for this event; to date no further information has been reported.